Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range, causing the customer to experience an elevated blood glucose (bg) level (over 500 mg/dl). The customer delivered a correction bolus to address the elevated bg level. Reportedly, the customer cleared the alarm and resumed insulin therapy.